Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On an unknown date in 2008, the patient was implanted with an gore® excluder® aaa endoprosthesis device to treat an abdominal aortic aneurysm. The patient was discharged in 2008 with a type ii endoleak, which was monitored within the same year only once. On an unknown date in 2014, the patient was admitted to hospital and an aneurysm growth was detected (65 to 70 mm). On (B)(6) 2014, the patient underwent open surgery to solve the endoleak. During the procedure, the physician noticed that the aneurysm sack was fed by lumbar arteries and surgical vessel closure was performed. A visual inspection of the device during the procedure revealed that the device was properly functioning and remains in the patient.

Manufacturer narrative:
Please note, upon review it was noted that the implant date was reported to gore and therefore a correction of is to be done. Implantation date was (B)(6) 2008.